Manufacturer narrative:
Corrected data: h6: (investigation findings code & investigation conclusions, based on edited investigation results). And h10: (manufacturer narrative, based on edited investigation results). This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e200 error could not be identified. However, it¿s likely, the cause is related to a faulty s190 limit switch, because the e200 error could not be confirmed/reproduced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e200 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of occasional error code e200 was not confirmed, and the white balance failure was confirmed due to defective s190 limit software. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the visera elite xenon light source was identified with a white balance failure and an occasional error code message of e200. There were no reports of patient harm associated with this event.